Manufacturer narrative:
Further information was requested but not received.

Event description:
It was reported that the patient had presented remotely via merlin.net. Transmissions showed that the right atrial lead had exhibited noise oversensing, which resulted in episodes of inappropriate mode switching and pacing inhibition. No intervention was performed, and there were no patient consequences.